Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer was assisted in resetting the pump, with instructions to contact support again if the malfunction code reappeared.